Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus which decreased blood glucose to 13 mg/dl. As the customer was unable to, the contact assisted the customer with consuming food, candy, and sodas to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.